Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During the implant procedure, the suture sleeve of the left ventricular lead was damaged. It was alleged that the sleeve was too thin. The lead was implanted using a different suture sleeve and the patient was in stable condition.